Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Also, it was reported that there were intermittent air bubbles and gap in the tubing. The customer's blood glucose (bg) level was not impacted for the minimum fill message as well as the most recent air bubbles in tubing. However, the customer stated their bg level was in the 300 range for an earlier air bubble issue. The customer reloaded the cartridge, primed the air out of the tubing, and continued to use the pump to address bg level.